Manufacturer narrative:
This report is based solely on device analysis. No information to suggest a device related adverse event or product problem was received. If additional relevant information is received, a supplemental report will be submitted. Product event summary: during analysis it was determined that the upper and lower cases were broken and that the upper case was contaminated and that the interconnect flex was out of specification. This device was included in that field action, returned product testing found the device did perform as described in the field action. (B)(4).

Event description:
The external pulse generator was returned as part of a trade-in/exchange program and subsequently tested out of specification during manufacturer's analysis. There was no patient involvement.